Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer, a company representative, and a healthcare professional (hcp) regarding a patient receiving compounded baclofen (3 mg/ml and 1.3699 mg/day) and fentanyl (35 mg/ml at 15.982 mg/day) via an implanted pump. The patient¿s medical history included chronic pain. The indication for pump use was non-malignant pain. On (B)(6) 2018 the patient reported that she was seeing an 8286 (empty reservoir) code on her ptm (personal therapy manager). The patient had been scheduled for a pump refill on (B)(6) 2018, but it was rescheduled for this wednesday ((B)(6) 2018) because the doctor¿s office told her the pump was not due to alarm until (B)(6). She started hearing a pump alarm on (B)(6) 2018. She had been hearing the critical pump alarm every 10-15 minutes. At the time of the report, she had already contacted her hcp and they fit her in for an appointment later today ((B)(6) 2018). No patient symptoms were reported. Additional information was received and the pump logs from (B)(6) 2018 at 15:04 showed that the low reservoir alarm occurred on (B)(6) 2018 and the empty reservoir alarm occurred on (B)(6) 2018. The pump was refilled on (B)(6) 2018. The patient status was reported as ¿alive ¿ no injury¿. Additional information received on (B)(6) 2018 reported that no surgical intervention was planned and the problem was resolved. No further complications were reported/anticipated.